Event description:
It was reported the customer had a failed battery test alarm on their insulin pump. Customer did not have damage to their battery compartment or battery cap. It was found the customer had a failed battery test alarm after inserting a new battery into their insulin pump. The customer's blood glucose was 192 mg/dl. Customer was advised to monitor their insulin pump while a replacement battery cap was being sent. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump monitored for several days. Device received with all operating currents within specification and passed a21 error test and displacement test. No unexpected failed battery alarm anomalies noted.